Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This product is registered as a combination product.

Event description:
Related manufacturer reference number: 2017865-2020-03898. It was reported that the patient presented for remote follow up via merlin.net with stored episodes of high frequency noise exhibited by both the right atrial and ventricular leads, resulting in noise reversion. There were no interventions made. The patient was stable and will continue to be monitored.